Event description:
The customer reported registered nurse ancef 2 grams, 50mls, as a secondary infusion to run over 30 minutes. Nurse was in the room assessing the patient when roughly 5-8 minutes later; she noted that the entire bag of ancef was empty. The pump showed 30+ mls still needed to be infused. There was no patient harm or medical intervention. The customer stated that no add'l event or patient info is available.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the set has not been rec'd. A f/u report will be submitted with failure investigation results should the device be returned for evaluation.